Manufacturer narrative:
H3: visual findings observed several of the sensor port 1 pins were found to be bent in comparison to sensor port 2. Evaluation found sensor port 1 is damaged. The middle 2 and upper 2 pins were noted to be fixed in a lower position than what was found in sensor port 2, resulting in no connection to a sensor simulator. Bending the pins back to an even level enabled the sensor simulator to be connected and functional, though only intermittently i.e., with pressure held on the sensor connector. Potential cause for this issue is the sensor port was damaged by installing a sensor plug upside down, incorrectly, or by inserting a foreign object into the port. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states that to reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a patient, and each time before leaving the patient unattended. If the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor or the sensor belt is unfastened. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file: (B)(4).

Event description:
Customer reported unit not alarming and flashing yellow. Sensor were checked and sensor port 2 is working properly. Sensor port 1 is not working as intended. Sn: (B)(6).